Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer disappointed that she gets 4.5 to 5 days use of the enlite sensor. The numbers become inaccurate to use and she changes the sensor. The blood glucose reading is 133 mg/dl. Nothing further reported.